Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted. The recipient was not reimplanted due to other medical issues. The recipient¿s device was discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Correction: section d.7: advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. A review of the device history record was completed and noted rework on silicone voids. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.